Event description:
Consumer states this chair was donated to his family and he is attempting to get it up and running and noticed that both motors are leaking grease. No additional information provided.